Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.203, lot: 7754394, manufacturing site: bettlach, release to warehouse date: 23.feb.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral shaft fracture with the adjustment knob for surelock in question. During the surgery, the surgeon couldn¿t adjust a surelock with the adjustment knob. The surgeon used other adjustment knob, and he could adjust the surelock. There was no surgical delay. Procedure was successfully completed. Patient status and outcome was stable. No further information is available. Concomitant device reported: unknown surelock connector (part# unknown, lot# unknown, quantity 1). This report is for one (1) adjust-knob f/surelock. This is report 1 of 1 for (B)(4).